Event description:
The site communicated that the patient had a colonoscopy (B)(6) 2017 with arteriovenous malformation's in his cecum, oozing vessels in right colon, diverticula, and internal hemorrhoids. Arteriovenous malformations and vessels were treated with argon plasma coagulation. Follow up care is to be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was experiencing gi bleeds secondary to arteriovenous malformations since (B)(6) 2017. The patient was scoped and diagnosed with arteriovenous malformation in (B)(6) of 2017. The patient has been with intermittent symptoms but continues on monthly dosing of octreotide. No further information was communicated.